Event description:
The patient contacted animas on (B)(6) 2013 reporting that they are on a cruise ship and she will not be back on land until (B)(6) 2013. The patient stated that they have no power to the pump. The patient got a low battery and went to change the battery and no power. No audible tones and no screen. There was no moisture in the pump. No damage seen. The cap is secure and no yellow is showing. They tried four batteries and no response at all. They tried another cap and no power. They opened the loaner pump and the battery they tried in this pump works fine. This report is being made due to the power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/06/2014 with the following findings: the pump powers to "verify" screen per normal operation. Evidence of "power on resets/reboot conditions" observed in black box on (B)(6) 2013 in association with battery changes and clearing of eaw 128 alarms. An unexplainable power on reset was also observed on (B)(6) 2013. The battery compartment crack observed below grip pad. Battery cap is able to fully tighten. A power loss was not observed. Evidence of moisture contamination on underside of battery cap. The pump was exercised for 24 hours. No power loss or battery related warnings were observed. A leak test shows leak at crack in battery compartment. Pump case was removed, evidence of additional moisture identified inside pump. Conclusion; unable to duplicate "no power" condition. Moisture in pump, battery compartment leak, battery compartment crack.